Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The reported leakage was reproduced and the co2 absorber bypass valves was found to be the cause. After the co2 absorber bypass valves had been fixed, successful functional tests were performed and the anesthesia system was cleared for clinical use. No logs or parts have been available. Based on the above information, the true cause of the reported event cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm reported. Manufacturer's reference number: (B)(4).